Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. The patient reported that on (B)(6) 2024, patient experienced that infusion set tubing detachment as the infusion set tubing came apart at abdomen. No further information available.